Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) lead exhibited high capture threshold. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, insertion testing, dimensional analysis, visual inspection and x-ray inspection were normal with no anomalies found.